Event description:
The initial reporter contacted shiley to report that the pt's bjork-shiley 60 degree convexo-concave mitral heart valve was replaced. Subsequently, copies of medical records forwarded to shiley from the initial reporter indicated that the valve was replaced due to a perivalvular leak. According to the copy of the operative report dated 1997, prior to surgery the pt experienced symptoms of hemolysis and congestive heart failure. Upon physical exam, the pt was noted to have "a grade iii blowing apical systolic murmur at the lower left sternal border as well as at the apex". The pt tolerated the valve replacement surgery well and was discharged home seven days post-operatively.